Event description:
It was reported that one week after placement of a breast tissue marker, the patient is experiencing severe pain and redness. The marker is not scheduled to be removed at this moment.

Manufacturer narrative:
Manufacturing review: the DHR has been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. No images or medical records were provided for review. Therefore, the investigation is inconclusive for patient-device incompatibility as no objective evidence was provided to confirm a deficiency with the device. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (04/2022)

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (04/2022).

Event description:
It was reported that one week after placement of a breast tissue marker, the patient is experiencing severe pain. The markers are not scheduled to be removed at this moment.